Event description:
It was reported that the patient never had relief of spasticity before the revision. A pump rotor study was done on (B)(6) 2012 and revealed the rotor was moving. Pump side port aspiration was on (B)(6) 2012, results were they could not aspirate. The health care provider (hcp) believed the cause of the problem was the catheter not being connected properly to the pump. The pump was replaced as the hcp couldn't be certain about this. The patient was hospitalized. The patient outcome was noted serious injury/illness; recovered without sequela.

Event description:
It was not initially reported that the patient was having lack of therapy associated with the volume discrepancy because the patient was taking oral baclofen.

Event description:
It was reported that the pump had a volume discrepancy at the first refill after implant. The expected residual volume was 3.5 ml, but the actual residual volume was 39 ml. The patient had been getting better relief since the pump was implanted. It was noted that the patient had an MRI a couple of weeks after implant. The device logs had not been checked. The device system was used to deliver gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8709sc, serial#: (B)(4), implanted: (B)(6) 2011; product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).